Event description:
A report was received that during a lead revision, the physician explanted and replaced a lead. The lead was damaged while placing in the patient. The patient is reportedly doing fine after the revision.

Manufacturer narrative:
Patient weight not available. Device was explanted. The returned product analysis for the sc-2135-50 scs lead concluded that the proximal end had two-fractured spacers. The lead failed electrical test due to the fractures at the proximal end. The lead was damaged during the revision with the patient. This is the final report.